Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges front battery caught fire.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that a battery harness was damaged post final release.

Event description:
Alleges front battery caught fire.